Manufacturer narrative:
It was reported that the ventilator has a burning smell when switched on. The ventilator was investigated onsite by our field service engineer (fse), ac/dc converter printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. Can't be confirmed in logs due to logs not provided. The returned pcb has been tested in a ventilator, a thermal camera was used to confirm the reported issue. An unusual heat source was found on the pcb. Then an ocular inspection was done and revealed a component and pcb both were cracked and burnt. Ac/dc converter printed circuit board converts the connected ac power to the internal dc supply voltage +12 v_unreg the root cause for the reported issue could not be determined. Based on the information above this complaint will be closed.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that there was a burning smell from the ventilator. Patient involvement is unknown. Manufacturer's ref #:(B)(4).